Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): asked to look at the peripheral line in a pt as it had dislodged. When removing the dressing, the line had snapped in half and the plastic tubing was very close to entering the pt's vein. There were no scissors at or around the pt's bed space and the dressing was intact prior to being removed. The infusion was actrapid insulin and was infusing slowly at 4 ml/hr, therefore, the cannula was not under excessive pressure. The cannula had been inserted on (B)(6) 2013 and had been in situ less than 72 hours. The actual cannula had snapped whilst in a pt. No harm occurred. Cannula removed from pt. Reference MFR report # 9610825-2013-00350.